Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Receiver data log was downloaded and no errors were observed. Device failed functional testing. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error. A CAPA has been initiated for this issue.